Event description:
The customer reported that erroneously elevated cardiac troponin (accutni) results, within the risk stratification range of the assay, were generated on the unicel dxc 600i synchron access clinical system for eight patients. This report represents the erroneously elevated accutni results generated for six patients that did not result in a modification to patient treatment. The initial erroneous accutni results were reported outside of the laboratory however there was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied data indicated that for five of the patients, repeat testing on an alternate instrument produced lower accutni results. Within the normal reference range. For one patient, the repeat result was lower however still above the normal reference range of the assay. Three patients were redrawn and the second accutni results were also elevated, however upon repeat testing on an alternate instrument, the follow-up repeat results were lower and within the normal reference range of the assay. The samples were collected in lithium heparin primary tubes and were centrifuged prior to testing. The samples were refrigerated during storage and were aliquoted and recentrifuged prior to retest. The customer did not report any sample integrity concerns with the samples. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that instrument accutni quality control (qc) results failed to meet customer established specification on the date of the event. A system check performed on the date of the event generated acceptable results. The reagent and calibrator lots associated with this event were 122054 and 121451 respectively.

Manufacturer narrative:
Service was dispatched to the site. The field service engineer (fse) performed a high sensitivity system check that failed to perform within specifications. The fse replaced the instrument aspirate probes and aspirate probe tubing to resolve the failing high sensitivity system check performance. The fse reported they were able to obtain passing high sensitivity system check results after the hardware replacements. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2012-01360, 2122870-2012-01371, 2122870-2012-01361.